Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for the procedure. The device history records were evaluated for this lot. There were no events noted that would have contributed to the elevated wbc count that the customer experienced. Root cause: this disposable set was unavailable for specific root cause analysis. Signals in the rdf indicate the possibility that the plasma line may have been partially occluded during a portion of the run. The orientation of the tubing as loaded in the centrifuge hex holder under certain flow conditions, may cause the plasma line to pinch off. Corrective action: algorithms have been incorporated into the software for the trima accel system. These algorithms recognize a potential elevated wbc count due to the failure mode witnessed during this investigation. The software will flag the procedure to measure or "verify wbc's in the platelet product".an internal CAPA has been initiated to evaluate complaints of elevated wbcs.

Event description:
The customer reported a higher than expected white blood cell (wbc) count in their platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.